Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during a post operation check for an asymptomatic patient, it was noted that the ventricular lead was dislodged resulting in loss of capture and sensing anomaly. The lead was repositioned and the patient would be monitored.